Event description:
The event involved an embolization of a parietal arteriovenous malformation (avm) in a 17 year old male. This was a very long and difficult catheterization and required the ultralite-1.8f flow-directed micro catheter to be advanced and retracted many times. At least twice during the procedure the ultralite was reported by the physician as becoming "kinked" inside the guiding catheter so that infusion of contrast media through the catheter was temporarily restricted. No embolization media was ever injected through the catheter at this time. Following this "kinking", it was decided to completely withdraw the catheter. The catheter then fractured at a point 1 cm distal to the junction where the proximal section is attached in distal section. A "lasso" snare was used in two unsuccessful attempts to remove the broken segment. The severed distal shaft of the catheter remains in the vasculature of the pt. There were no subsequent clinical sequelae to the pt due to the unretrieved distal shaft.